Event description:
During a laparoscopic repositioning of msn catheter with right oophorectomy procedure, the surgeon fired the device across the ovarian pedicle in order to remove the right ovary. The device was reloaded attempted to fire a second reload to finish the resection. During the firing cycle, the firing handle made a loud cracking noise. He was not able to open the jaws of the stapler when he pushed the release button on the back of the handle. In addition, they tried to open the device by pulling on the handles as well as taking the handles/back of the instrument apart without much success. A mini-laparotomy was performed to finish the oophorectomy with the ovary still in the jaws of the device. He manually had to pry open the jaws of the stapler to release it from the tissue once the procedure was complete. There was no additional pt consequence reported.